Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. Our investigation has shown that one pin of the complained bending iron is indeed broken off. We are not able to determine the exact cause which has led to this breakage. The broken surface of the instrument is homogenous which indicate material conformity well. No product fault could be detected.

Event description:
It was reported that the instrument was broken. This is report 1 of 1 for complaint (B)(4).